Event description:
Patient presented for ivc filter removal. The device was placed at an outside hospital and reportedly, one failed removal attempt was made at that facility. Because it was placed at another facility, we do not have access to the filter's model number, serial number or lot number.prior to removal attempt at our facility, spot film imaging of the filter showed that the fractured/missing filter arm was in the right lung base. The filter was successfully removed intact except for the previously noted fractured and embolized filter arm.md discussed the risks and benefits of retrieval of the remaining fragment with the patient. Patient declined to have removal attempt performed.